Event description:
It was reported the patient had fallen a month prior, and the stimulation was no longer in the right leg. The sjm representative met with the patient for reprogramming but the stimulation to the right leg could not be regained. The patient received stimulation in the left leg. The patient was to be scheduled for an x-ray.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.